Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on (B)(6) 2017, by the facility that they have an alleged faulty sensor/notebook. The monitor shows the tip is heading across or up as if it is going the wrong direction. It was reported that when they took an x-ray, they found that the tip is actually where it should be in the svc and not where it shows on the monitor. It was also stated that the printer on this monitor is not working. No patient injury reported.